Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03122. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Additional information: approximate age of device ¿ 3 years, 3 months. The event occurred at (B)(6). Device analysis (additional information): the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket damage. Examination of the returned modular cable revealed that the polyurethane jacket was damaged approximately 4.5¿, 7.5¿, 10¿, 12.5¿, 14.5¿, 17¿ and 18¿ from the controller connector (figure 2); however, there appeared to be no damage to the underlying armor layer. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was unspecified damage to the outer insulation of the modular cable. An exchange of the modular cable will be performed on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.